Event description:
The following report was received from the affiliate: during a coronary intervention, the 2.5x18mm cypher des was delivered to the target lesion at the mid lad and after positioning, as the balloon was being inflated, leakage was confirmed and the stent was under expanded. In order to remove the stent delivery system (sds), the pressure was increased at once to further dilate the stent. The stent expanded a little, the sds was retrieved from the pt, and poba was conducted with a 3.0x15mm maverick baloon. A second 2.5x23mm cypher des was implanted at the target lesion and the procedure was finished successfully. There was no reported pt injury. In order to inspect the sds of the initial cypher, when the pressure was applied on the balloon, the physician confirmed the balloon rupture at the tip. The target lesion was the mid lad. The lesion was a de novo. The vessel was moderately calcified and slightly tortuous and there was 90% stenosis. Radial approach was chosen for the procedure to treat the target lesion at the proximal and mid lad. A guiding catheter (mach1 6f fl4.5, boston) was engaged to the target lesion. A guide wire (runthrough) was used to cross the target lesion. Pre-dilation with a 1.5x15mm maverick balloon was conducted and then the balloon was changed and a second pre-dilation was performed with a 2.5x14mm. Gimlet/fukuda balloon at the same position. After that, ivus was being conducted, but the ivus would not cross the proximal lad.

Manufacturer narrative:
This file has been re-access as per the similar device reportability criteria implemented by cordis corp on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device is distributed outside the united states. However, it is similar to the united states product.